Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal part of proximal left circumflex artery (lcx). Following predilatation, a 28x2.75mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. After several attempts of advancing the device, the proximal edge of the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.